Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b. 2. The corrected information is reflected in this follow-up report. The manufacturer incorrectly reported congenital anomaly/birth defect in section b.2 . After review, it was determined congenital anomaly/birth defect was not reported and this was incorrectly marked in section b.2. The report should have been sent for product problem only in section b.1

Manufacturer narrative:
In initial and first follow up report b4 dates in both scenarios were incorrect. The correct date should have been (B)(6) 2022 and (B)(6) 2022, respectively. Which has been updated / corrected in this report.